Manufacturer narrative:
It was reported that the device failed the flow transducer test during pre-use check. Information was received stating that the device o2 gas module was replaced which solved the problem. The replaced gas module has not been returned for technical investigation. The evaluation of the received ventilator device logs can confirm the reported problem during pre-use check. This is not enough to determine the root cause of the reported failure. The cause why the gas module failed cannot be established without the actual gas module to investigate.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).